Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset.

Event description:
It was reported that the implantable pulse generator (ipg) experienced an electrical reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.